Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting higher than feels readings of 311mg/dl at 4:48pm and 296mg/dl at 2:50pm on (B)(6) 2011. The customer further reported that he lost consciousness and woke in ambulance at around 8:00pm. The paramedics were called and treated customer with glucose on the scene (route is unknown) and further transported him to a health care facility where he reportedly was diagnosed with hyperglycemia; however, he denied being treated at the hospital. The customer reportedly self-treated by eating food to counteract the event. Adc customer service has made an attempt to contact the customer to clarify the discrepancy between glucose treatment and diagnosis of hyperglycemia. The customer stated he did not remember calling adc regarding a reading issue with his meter; he just called because (B)(6) told him to contact adc because of the strip recall issue. He further reported having a car accident in (B)(6) 2010, where as a result of getting high readings, he overdosed with insulin, which resulted in loss of consciousness. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.